Event description:
It was reported that after a new infusion set was placed, the user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 372 mg/dl and levels remaining elevated for several hours; no backup therapy, ketone testing, or medical intervention was used, and the contact reported that glucose values began to level out without further troubleshooting. Symptoms included hyperglycemia without acute clinical sequelae. Outcomes included temporary impact on glucose control without hospitalization or medical assistance. Investigation included review of the event details and user-reported information. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed and that the event was not associated with a reportable serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.